Event description:
It was reported by (B)(6) that the small battery drive device control switches/buttons did not function. During in-house engineering evaluation, it was observed that the device trigger/slider was blocked and jammed. It was also identified that the lever was jammed. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a surgical procedure. There was no spare device available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device trigger/slider was blocked and jammed. It was further noted that the lever was jammed too. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.